Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient had fever during the follow up. No additional adverse patient effects were reported. This rv lead was explanted.